Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was far r-wave oversensing that caused inappropriate mode switch. No intervention was performed. The patient was stable and would present in clinic for programming changes.